Manufacturer narrative:
The reported events were lead dislodgement and far p oversensing. As received, a complete lead was returned in one piece with helix found to be extended and clogged with blood. The measured full helix extension length was within specification. The reported event of far p oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received notes that the lead was explanted and replaced. The patient was successfully discharged.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited episodes of oversensing. These episodes inhibited pacing and were believed to be caused by sensing of far p-waves. Lead dislodgement was suspected. The lead will continue to be monitored. Patient condition is unknown.